Event description:
It was reported that this lead right ventricular lead was capped due to unknown product performance issue and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).